Manufacturer narrative:
The MFR did not receive devices, x-rays. Other source documents (operative report) for review as the pt has not been revised. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). This is a bilateral pt. Right hip case is reported under (B)(4).

Event description:
It was reported that the pt rec'd a biolox delta head 12/14 36 x 0 on the left side on (B)(6) 2011. The pt is currently being monitored due to pain and limping. No other info was rec'd.